Event description:
The clinician reported that almost 3 months after the dental implant was placed in ada site 30 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported the patient's CPAP put pressure in the site and noted the patient's pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.